Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 422 mg/dl at the time of incident. Customer's other relevant blood glucose level was 399 mg/dl. Customer reported that insulin pump had insulin flow block alarm. Trouble shooting was performed for insulin flow blocked alarm. Customer was advised to disconnect at the quick release and assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin exited. The insulin pump will be returned for analysis.